Event description:
While moving the ceiling mounted lead shield away from the pt, the arm ball joint sheared in two, hitting the employee in the left arm and elbow. No fractures present, employee experiencing severe tendonitis/soreness. Co serviced equipment one week prior to incident, because it had become difficult to move. Co had lubricated this joint, but rptr wonders if it was metal fatigue.